Manufacturer narrative:
The information submitted reflects all relevant data received. Evaluation summary: no anomalies were found. Upon receipt of the device, it was observed that the rv setscrew was obstructing the connector port.

Event description:
It was reported that prior to patient discharge the rv lead pace/sense impedance was out of range. The pocket was reopened and the device was disconnected. The lead was checked and reconnection of the device was attempted. The rv pace/sense pin would not pass into the connector. The doctor tried to pass the ra lead pin into the rv port connector and had the same problem. The device was then replaced and the rv lead pace/sense was fine. No adjustments to the rv lead were needed and no patient complications were reported as a result of this event.